Event description:
Event description cpi received information that during a routine follow-up examination, this ventak prx implantable cardioverter defibrillator (ICD) exhibited a battery status of bol2 (beginning of life). During the capacitor reform, the ICD changed to mol2 (middle of life) and the ICD continued to charge. The charge time was recorded as 427 seconds. The ICD was replaced.